Manufacturer narrative:
A product investigation was completed: the hooked needle stems of both depth gauges are broken off at the base of the black body (the broken stems are approximately 75mm in length) and both were returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Service & repair evaluation: the customer reported the tip was broken; the repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable, per the inspection sheet. The cause of the issue is unknown. The item will be forwarded for further evaluation. The evaluation was confirmed. Service history record review: no service history review can be performed as part: 319.006 / lot: 6456209 is a lot/batch controlled item. The manufacture date of this item is august 13, 2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review: manufacturing location: (B)(4). Manufacturing date: august 13, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several issues were discovered on an unknown date during assembly: the tips of two (2) depth gauges for 2.0mm and 2.4mm screws were found to be broken; a handle with mini quick coupling would not hold; and a universal chuck with t-handle would not stay tight. None of the reported malfunctions occurred during surgery; therefore, no patient involvement will be assessed. All of the reported issues were assessed for reportability. At this time, only the broken instruments were found to represent a reportable incident. Concomitant device(s) reported: drill bit (part/lot: unknown / quantity: unknown). This report is 2 of 2 for com-(B)(4).